Manufacturer narrative:
Concomitant medical devices: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. Product ID: 878, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider and a company representative regarding a patient who was receiving gablofen with concentration 2000 mcg/ml at a dose rate of 680 mcg via an implantable pump for intractable spasticity and head/brain injury. It was reported that the patient had a return of spasticity after being controlled by their initial pump implant. The patient was admitted to a hospital with increased spasticity. It was noted that as per the patient's parents, the patient worsened a couple weeks after pump refills. The patient was having increased spasticity again with posturing and was "miserable". The change in therapy/symptoms was described as having occurred suddenly versus gradually. A dye study, computed tomography (CT) scan, and magnetic resonance imaging (MRI) were performed and nothing showed an issue with the pump or catheter. The patient had been worked up and an indium dye study was performed in either (B)(6) 2015 or (B)(6) of 2016; there were no volume discrepancies. Regarding diagnostic tests/troubleshooting, it was further noted that the catheter access port (cap) revealed negative results for cerebrospinal fluid (csf). The patient had also been worked up for noxious stimuli and results were negative. The pump was refilled on (B)(6) 2016. It was clarified that the patient previously presented to the hospital with gablofen in their pump and the pump was refilled with lioresal on (B)(6) 2016. As of (B)(6) 2016 it was noted the pump was currently administering lioresal with concentration 2000 mcg/ml; the dose rate of lioresal and drug lot number were unknown. The cause of the event was not determined and they were trying to rule out the pump versus other infection process. The patient was doing better after the refill on (B)(6) 2016 and a course of antibiotics. It was later noted however that following the refill the patient was feeling better for about 6 days and then the symptoms returned. As of (B)(6) 2016 the patient continued to have waxing and waning effect. The patient was having a better day on (B)(6) 2016 after a miserable day yesterday ((B)(6) 2016). The patient was scheduled with a physician for a catheter exploration on (B)(6) 2016 the pump and complete catheter were replaced. The explanted devices were to be returned to the manufacturer. It remained unknown as to what led to the event. The issue was resolved as of (B)(6) 2016. The patient was without injury regarding their status as of (B)(6) 2016. It was further noted that the patient was better after the surgery with decreased tone and less distress as of (B)(6) 2016. The date of the event / onset could not be obtained. The following additional information has been requested which was not available at the time of this report: drug lot number of pump medication, drug therapy dates, other medications the patient was receiving at the time of the event, pertinent medical history, and cause of event. If additional information is received, a follow-up report will be submitted. The patient's medical history included severe brain injury.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. Product ID 8784, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. Analysis of the pump revealed there was no anomaly. Analysis of the catheter identified a kink in the catheter body. Additionally, damage was seen to the transition tubing on the catheter body, but no leaking was seen during testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. The patient had a loss of therapy. The patient returned to increased spasticity gradually after a pump and pump catheter portion were replaced (B)(6) 2015. The exact date was unknown when the symptoms resumed. A rotor study was not performed. The pump and catheter were replaced (B)(6) 2016. The reason for the catheter removal was other. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion codes on catheters and pump updated to 11. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that an airway placement procedure was initiated on 2016 (B)(6). When the patient turned lateral ¿ right decubitus endotracheal tube (ett) pushed out a bit, and a leak was noted. The ett was pushed in, secured, and tied with a bite block. The discharge disposition was noted to be ¿planned inpatient; ready for discharge¿. The patient had a history of persistent tachycardia and fever. A CT chest pulmonary angiogram was completed on 2016 (B)(6). Results showed there were scattered groundglass opacities throughout the lungs, largely secondary to expiratory phase acquisition rather than multifocal infection/inflammation. There was subsegmental atelectasis in the lung bases. The thyroid gland was mildly heterogenous. There was excessive quantum mottle of the mediastinum. Borderline splenomegaly was noted. A CT abdomen/pelvis (gastrointestinal) with contrast was completed on 2016 (B)(6). A foci of subcutaneous gas within the anterior abdominal wall was likely related to subcutaneous injection. Previously visualized inferior vena cava filter had been removed. There was also a percutaneous gastrostomy tube with its tip in the stomach. There was also an epidural catheter in place with a left lower quadrant subcutaneous generator pack. A pv venous exam was also completed on 2016-feb-10. There were no further complications reported.